Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was broken. No further information as of this time. No adverse patient effects were reported.